Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. It was also reported that ion levels are not elevated.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records and implant sticker sheets received. After review of medical records, the patient was revised to address pain. It was indicated that there was no loosening of the femoral component and the acetabular cup had excellent bone ingrowth. Initially, there was a concern regarding elevated metal ions. However, testing did not show elevated results. Implants are now identified to be asr resurfacing implants. Patient was revised to address pain. It was also reported that ion levels are not elevated. Update ad 15 jul 2019. Medical records and implant sticker sheets received. After review of medical records, the patient was revised to address pain. It was indicated that there was no loosening of the femoral component and the acetabular cup had excellent bone ingrowth. Initially, there was a concern regarding elevated metal ions. However, testing did not show elevated results. Doi: (B)(6) 2009 - dor: (B)(6) 2017, (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.